Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician advanced the catrx with resistance to the target vessel and completed one pass. Subsequently, while attempting to initiate aspiration using the catrx to make the next pass, the physician noticed blood to be leaking out and the midshaft of the catrx to be kinked. Therefore, it was removed. The procedure was completed using balloons. There was no report of an adverse effect to the patient.